Manufacturer narrative:
Unit alarmed compromised force sensor system during basic test due to loose/protruded drive support disk. Unable to perform basic occlusion, prime/delivery, the excessive no delivery test due to alarm. Pump passed unexpected restart test, self test and all operating currents were within the specification, no unexpected low battery or off no power alarm noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken pump belt clip slot and stained end cap sticker. The pump was received without the original pump belt clip.

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.